Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: the cartridge compartment was chipped and cracked. Unrelated to the original complaint, there was a crack in the battery compartment. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.